Manufacturer narrative:
Additional information: patient is managing residual symptoms. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient is no longer hospitalized and symptoms are improving. The patient is on oral steroid for the management of the itchy rash on the treated leg. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient reaction has completely resolved. Patient has resumed normal activities and is symptom/rash free. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a venaseal kit to treat the patient¿s short saphenous vein (ssv). IFU was followed. A guidewire was used for insertion of the catheter. It is reported that the procedure was completed as normal. It is reported the patient developed an allergic reaction 7 days post implant. Patient did not respond to first attempt to treat reaction with oral steroid treatment. Reaction is reported to have worsened requiring hospitalization and intravenous steroid therapy by day 14 post implant.

Manufacturer narrative:
The catheter tip was 5cm caudal to the saphenofemoral junction (sfj) prior to initial delivery of adhesive. There was no known patient allergies. Patient was also prescribed antihistamines and anti-inflammatory drugs. Patient is currently hospitalized. If information is provided in the future, a supplemental report will be issued.